Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead was extrinsically over-rotated. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The lead was received with the helix bent, and distortion of the distal conductor within the is-1 connector. This is indicative of the connector pin being turned an excessive number of times during helix retraction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the helix difficulties encountered were as a result of patient anatomy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right atrial (ra) lead helix would not extend / retract appropriately. The lead was removed and replaced. No patient complications have been reported as a result of this event.